Event description:
During a laparoscopic cholecystectomy, the device was used for ligation of the cystic duct. Between the second and the seventh postoperative days, an endoscopic retrograde cholangiopancreatography (ercp) was performed to observe the ductal system. Subsequently, the pt developed bile peritonitis and required further surgery. During re-exploration, it was noted that the device had dislodged from the cystic duct.

Manufacturer narrative:
Reference MFR. Complaint #z96-321(1). No samples were returned for evaluation. Clips from the complaint lot were evaluated for ligating efficacy in a canine model. Results indicate that hemostasis was obtained intraoperatively and at seven days post-operatively. In an earlier study using a porcine model the clips were used to ligate the cystic duct and artery. Post mortem evaluation of the ligated sites indicated the cystic duct had macroscopic evidence of healing at seven days. There was no evidence of necrosis at any site. A review of the lot history was unremarkable and there have been no other complaints against this lot. On the basis of the test results and investigation, these clips should have performed satisfactorily under normal conditions of use. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be completed and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one its products has caused or contributed to a death or a seriour injury or that one of its products has malfunctioned.